Manufacturer narrative:
(B)(4). Conclusion and justification status for MDR: update january 27, 2016: received complaint sample device examination of the submitted plug puller confirmed the utmost portion of the tip has fractured. In addition, the shaft is bent. A search of the complaint database did notm identify any trend of tip breakage. The root cause is being attributed to suspected inappropriate leveraging/prying of the instrument resulting in the tip breaking. Based on the investigation findings of misuse/technique as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The device associated with the reported event was not returned for evaluation. The product lot code was not provided. A search of the complaint database found previous reports against this product code for tip breakage. The previous reports were investigated and the root cause attributed to suspected inappropriate leveraging/prying of the instrument resulting in the tip breaking. The investigations could not draw any conclusions about the current reported event without the instrument to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
It was reported to us that the tip of the plug puller snapped off when using it on the femoral prosthesis. The surgeon used a small drill bit to carry out the same procedure and there was no delay in surgery. The instrument was used away from the patient so there was no chance of the tip falling into the patient. The missing part was not retrieved. No adverse event to the patient.